Event description:
The pt stated her infusion device shut down without warning. She stated that the screen was completely blank. She stated the power pack had been in use for 13 days. The pt was aware of the power pack recall and had been changing her power pack every 2 weeks as instructed. She stated she inserted a new power pack and her infusion device functioned properly. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The pt refused to return her infusion device for evaluation and the power pack had been discarded.

Manufacturer narrative:
No product will be returned for evaluation.